Event description:
It was reported that the patients spinal cord stimulation (scs) linear lead had shifted down causing loss of therapy. The patient underwent lead revision procedure. During the procedure, the physician was unable to get the lead back up to its original position. The physician opted to leave one lead in that was in place, connected to the battery and left a port plug into the other port of the battery, completely removing the lead that was not able to be revised. The patient was doing well postoperatively. The explanted one lead will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) linear lead had shifted down causing loss of therapy. The patient underwent lead revision procedure. During the procedure, the physician was unable to get the lead back up to its original position. The physician opted to leave one lead in that was in place, connected to the battery and left a port plug into the other port of the battery, completely removing the lead that was not able to be revised. The patient was doing well postoperatively. The explanted one lead will not be returned. Additional information was received that the remaining lead was then explanted. The explanted lead will not be returned.